Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted the inflation cap, inflation port and funnel cap was cut off. Unable to reproduce balloon mushrooming failure. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon would not deflate which created a ridge at the tip of the catheter. That was challenged to remove and there was concern for patient harm due to the ridge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon would not deflate which created a ridge at the tip of the catheter. That was challenged to remove and there was concern for patient harm due to the ridge.